Manufacturer narrative:
The reporter's meter was returned for investigation, where it was tested using a retention battery, retention test strips, and retention controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 49 mg/dl, 47 mg/dl, 48 mg/dl. Level 2: 318 mg/dl, 317 mg/dl, 316 mg/dl. All returned results are within acceptable range. The meter has internal test strip port contamination.

Manufacturer narrative:
The reporter's meter was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 10:41 a.m., a sample from the patient was tested using the meter, resulting in a value of 135 mg/dl. At 10:45 a.m., a sample from the patient was tested using the meter, resulting in a value of 227 mg/dl.